Event description:
It was reported that while in the cath lab the ai-07134 was pretested and "a balloon leakage was found." As a result, the md used a new kit.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of the product malfunction, therefore, it is reportable. Evaluation: one 4 fr. Berman catheter was returned for evaluation. No obvious anomalies to the catheter were observed during a manual and visual inspection. The balloon at the distal end of catheter was flat in appearance. Using 4x magnification, the balloon was inspected; no obvious damage to the balloon was observed. Since the reported event pertained to balloon leakage, a 1.10cc syringe from internal inventory was attached to the balloon extension line, where 0.60cc of air was injected into inflation lumen. The balloon inflated and deflated within the three second specification when tested multiple times. However, the balloon inflated and stopcock handle in a closed position, the balloon began to deflate in less than one minute. It took about 3 minutes for the balloon to completely deflate. Therefore, balloon was submerged in water, where 0.60cc of air was injected into inflation lumen and stopcock handle was placed in a closed position. The balloon inflated and then began to slowly deflate. Bubbles emerged slowly from the berman holes that are located proximal to the latex balloon. This is indicative of an interlumen crossover between distal and inflation lumens.